Event description:
The client reported "asept patient came to hospital with debris (fibrinous tissue) in the catheter. The catheter has been implanted for 3 months. Physician infused tpa and cleared the catheter, but the catheter became infected and had to be removed."

Manufacturer narrative:
Based on the information provided, pfm is unable to confirm the nature of this complaint. Without a lot number and without the non-conforming sample, pfm is unable to complete a thorough investigation of the reported issue. As this was the first instance of this type of complaint, pfm shall continue to monitor for future recurrence. No corrective action is planned at this time. Conclusion code: no conclusion can be drawn. Method: device discarded, unable to follow-up. Results: infection, samples-failure to obtain.